Manufacturer narrative:
The reported event of set screw stripped was not confirmed. The pacemaker was returned for analysis. Visual examination was normal with no anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure. After successfully implanting both atrial and ventricular lead, it was noted that the pacemaker set screw for the right ventricle (rv) was found to be stripped. The screw was unable to be fully tightened. A new pacemaker was used with the same leads. The leads were attached successfully. The patient was stable throughout.